Event description:
It was reported that the the correct tube should have a straight flange but a v-shape flange was received. There was no patient harm reported.

Manufacturer narrative:
Six (6) samples were received from p/n 60pfss45 l/n 3991195 in unused conditions inside their closed original packaging. Visual inspection of the returned samples confirmed that the products inside the trays don?t match labeling, labeling is for a product with a straight flange and the product inside the tray has a ?v? Flange. The customer reported complaint is confirmed. A device history review was performed and it was found that the reported part and lot number was assembled correctly according to its bill of materials and labeling. The reported issue is a known issue and a corrective and preventative action has been opened to address the confirmed failure. D5 and e4 is unknown. No information has been provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).